Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's (epg) lower display was cloudy. It was also reported the bottom display was not working. The epg was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) was out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.